Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow to past the fill tubing step and received a minimum fill notification during the load process. Reportedly, the cartridge was filled with 120 units of insulin. The customer added insulin to the existing cartridge and completed the load process successfully. The customer's blood glucose level was 219 mg/dl.